Event description:
It was reported that during a collus nissen procedure, the surgeon had already fired one (B)(4) successfully on the stomach and was attempting to fire a second (B)(4) starting at the distal end of the first staple line. The surgeon explained that he remembers firing three strokes and on the fourth stroke was not able to bring the knife blade back; hence the stapler was stuck on the tissue in the patient. The surgeon explained that he tried to reverse the knife blade manually (with the "red switch") and was not able to reverse the knife blade. The surgeon was only able to open the jaws of the device after forcefully prying the closing lever open and removing the device from the patient. The surgeon observed the staple lines in the patient and noted that they provided good hemostasis and security. There was only a need to fire two 60mm reloads to complete that portion of the case; hence no additional laparoscopic stapler was needed to complete the case. The surgeon noted that there was no increased force to fire or any unusual noises from the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Jammed knife. Information was not provided by the initial contact. On what tissue type was the device used? At what location on the tissue? Stomach; fundus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? Third stroke was completed; however was not able to complete the 4th stroke. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Nothing was out of the ordinary as it relates to force to fire. Was there any difficulty removing the device from the tissue? Due to the device being stuck on the tissue, the surgeon forcibly opened the device by prying open the open/closing trigger the analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One (B)(4) cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. In addition, the device was disassembled to verify the condition of the internal components and the closure trigger top was noted damaged. One possible scenario for this damage is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.